Event description:
It was reported that there was low and varying lead impedance observed in the right ventricular pacing lead. The lead was capped and the pace/sense portion of the chronic tachy lead was programmed to pace/sense and shock. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7231cx, implantable cardioverter defibrillator (ICD), (B)(6) 2006; 6949, implantable tachy lead, (B)(6) 2006. (B)(4).